Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was removed and not returned therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient experienced difficulty dipping. On (B)(6) 2023, the patient underwent a endoscopy that revealed a buried bumper syndrome. The peg-j was removed. It was reported that the patient would receive a nasogastric tube for 4-6 weeks until the old peg site healed.